Event description:
Sales rep reported that the glue on the blister adhered to the foam plastic inside of the package. The employee was not sure if the device was still sterile.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.